Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was spinal cord injury/disease and intractable spasticity. It was reported that the healthcare provider (hcp) was expecting 3.7ml today at refill and got back 23ml, indicating an out of specification volume discrepancy (outside the +/- 14.5% pump flow rate accuracy specification) of 53.17% less drug delivered than expected. The hcp stated that the patient had a MRI in november but that was not in the event logs. Also, the pump event logs showed no issues or alerts with the pump. The patient had no new activities or falls/trauma. The hcp did not have details on the MRI. The manufacturer's technical services specialist (tss) reviewed that if there were no events in the logs the next item to check would be the catheter and to consider a dye study. The hcp asked about minimum rate and tss reviewed that was a medical decision. A week later, a nurse called and stated they did a catheter access port (cap) dye study and that test was negative. The pump logs were checked and they showed no alarm logs. The hcp stated that the patient was frail and was having some increased tone in all four extremities and was given po baclofen. The hcp stated they had a call ou t to the surgeon. Tss discussed previous refill history and this was the first discrepancy. Tss discussed refill process and any swelling to the pocket area. The hcp stated that the refill process was unremarkable and there was no swelling to the pocket.